Event description:
It was reported that during a percutaneous coronary intervention the maverick2 balloon ruptured. The lesion characteristics were not known. The maverick2 balloon was inflated two times and ruptured at 10atm. The procedure was completed with this device. The device was removed form the pt intact. There were no pt complications and the pt was reported to be "good".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this device is not possible as the batch number is unk. The most probable root cause of this event is operational context.